Manufacturer narrative:
Age, sex, weight and ethnicity: unknown/ not provided. Field service engineer (fse) visited site and aligned beam through energy wheel and autocorrelated. System meets johnson and johnson's specification. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that flap was sticky and side cut almost non existent. The procedure was completed with photorefractive keratectomy (prk). No additional information was provided.

Manufacturer narrative:
Additional follow up with the account who reported that on day the system was down and therefore, no procedures were done. The patient opted to have photorefractive keratectomy (prk) done instead. This event is no longer reportable. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.